Manufacturer narrative:
A ge field engineer evaluated the sys and found no evidence of malfunction that contributed to the event. It was reported that the pt was not padded during the scan. The operator's manual for the sys contains proper pt padding instructions. Pt info is currently not available. A supplemental report will be provided should this become available.

Event description:
An mr technologist reported that a pt sustained a burn on her foot approx 3 cm in diameter. The pt rec'd medical treatment. Pt padding was not used during the scan.